Event description:
Our sales rep reported that observed a defective target device in the hospital.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.